Manufacturer narrative:
Additional procode: ove. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from canada reports an event as follows: it was reported that during an unknown procedure on (B)(6) 2019, the tips of the two (2) screwdriver shaft stardrive became stripped while inserting an unknown screw. There was no surgical delay reported. There was no patient consequence. Concomitant devices: screw (part: unknown, lot: unknown, quantity: unknown). This report is for a stardrive screwdriver shaft. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: device received. H3, h4, h6: a review of the device history record: device history lot : part: 03.617.902; lot: l817700; manufacturing site: hägendorf; release to warehouse date: 24. May 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary background: it was reported that on may 17, 2019, the tips of the two (2) screwdriver shaft stardrive got stripped while inserting an unknown screw during an unknown procedure. There was no surgical delay reported. Procedure outcome was unknown. There was no patient consequence. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity unknown) this complaint involves two (2) devices. Investigation flow: damage. Visual inspection: the screwdriver shaft t8 self-hold (p/n 03.617.902 lot l817700) was received showing a stripped and twisted distal tip. No other issues were identified with the returned components of the device. Dimensional inspection: dimensional inspection could not be conducted due to post manufacturing damage of the distal tip. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. Screwdriver shaft t8 se_091800 rev d to e. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the screwdriver shaft t8 self-hold (p/n 03.617.902 lot l817700) as the distal tip was stripped and twisted. While no definitive root cause could be determined, it is possible that excessive force/torque was used during screw insertion. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11: city / state: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.